Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the device did not fire properly and the safety tab was broken off. The staple line was incomplete and the donuts were incomplete. The device made a cracking sound. To correct the problem, the device operator re-did the anastomosis. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of more than 500cc. The surgical time was extended by more than 30 minutes.